Event description:
It was reported that high out of range, high capture threshold and decreased sensitivity issues were observed, due to dislodgement of the right atrial lead. No patient symptoms were reported. The lead was explanted and replaced. No further information was provided.